Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021.

Event description:
Allergan aesthetics received a report that patient received treatment to the lower abdomen area with coolsculpting using a cooladvantage plus applicator on 19-jun-2020 has experienced paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report that patient received treatment to the lower abdomen area with coolsculpting using a cooladvantage plus applicator on (B)(6) 2020 has experienced paradoxical adipose hyperplasia.

Manufacturer narrative:
Paradoxical adipose hyperplasia is a labeled known event. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that patient received treatment to the lower abdomen area with coolsculpting using a cooladvantage plus applicator on (B)(6) 2020 has experienced paradoxical adipose hyperplasia.